Event description:
Vascular intervention procedure to treat a coronary lesion. While inserting the elca catheter through the guide catheter, resistance was met and could not be passed. When the elca catheter was removed from the sheath severe damage was noted. This report is being submitted due to the potential of patient injury due to inadvertent exposure to manufacturing materials within the protective jacket of the catheter. Important note: this case did not result in any patient injury; the patient was treated with a balloon and stent prior to discharge per the operative plan.